Manufacturer narrative:
(B)(4). The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
The patient was in for diagnostic laparoscopy and appendectomy. While the hemolok ligating clip applicator was inside the patient, the end broke off, bent and could not be removed back through the port site. It was then noticed that small pieces of metal were in the abdomen. Two pieces of metal were taken out which looked like two small screws from the instrument. The instrument was removed through the port site. There was no patient injury.

Manufacturer narrative:
(B)(4). After reviewing the device history device of the applicable lot, it could be confirmed that the right material and all specified and required components haven been used. All defined and specified working steps are recorded on the working sheet. Complaint (B)(4), 1 pcs, #544965t, lot p1400065 (manufactured date: may 2014); no expiration date as this is a reusable device. After reviewing the instrument, the results are as follows: the rivet on the tip is shared off and the pull rod/drawbar is bent. Further investigation cannot be done as the rivet was not returned. The handle was returned for the third time. Insert and shaft are back for repair. The instrument was refurbished and repaired last time was on (B)(6) 2014. At that time the shaft, the insert and the turning knob were replaced. Root cause: the breakage of the tip is caused by overloading the device. Corrective action: corrective actions have been already assigned to avoid further complaints, since (B)(6) 2015 a different rivet (larger size) is used. Product can be repaired.

Event description:
The patient was in for diagnostic laparoscopy and appendectomy. While the hemolok ligating clip applicator was inside the patient, the end broke off, bent and could not be removed back through the port site. It was then noticed that small pieces of metal were in the abdomen. Two pieces of metal were taken out which looked like two small screws from the instrument. The instrument was removed through the port site. There was no patient injury.